Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead thresholds and impedance both acutely increased and were noted to be high. Noise was also observed and the lead was suspected to be fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.